Manufacturer narrative:
The information is also sent to (B)(6). Investigation is attached.

Event description:
On the (B)(4) 2015, the family assembled the seating capsule to the base and went through their normal mounting process. They proceeded approximately a further kilometer further down the compacted two-wheeled track left by vehicles. The capsule, without any notice, moved slightly forward and then in a rolling motion to the ground with the client secured by the harness to the seat. His father believed that the client possibly struck a small rock which caused a 4 cm laceration to his skull that later required stitches.